Event description:
During withdrawal, a wire got caught on the stent (stent had been placed before). It was not possible to advance or withdraw the device without resistance. The device was turned and withdrawn by applying force. Afterwards, a wire was missed.

Manufacturer narrative:
The patient's weight was not provided by the hospital. Attempts to obtain the information has not been successful. The initial reporter's phone number is unknown. Attempts to obtain the information has not been successful. The angiosculpt device has not been returned, thus, no evaluation performed.